Manufacturer narrative:
Additional information provided in block h6.

Event description:
It was reported that the patient experienced pain at the pocket site and was having difficulty and extended charging the implantable pulse generator (ipg) as the device was placed on top of the bone of the patient. The patient underwent an ipg repositioning procedure and was doing well postoperatively. The device remains implanted and in service.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced pain at the pocket site and was having difficulty and extended charging the implantable pulse generator (ipg) as the device was placed on top of the bone of the patient. The patient underwent an ipg repositioning procedure and was doing well postoperatively. The device remains implanted and in service.